Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it could be observed that the threader assy was deformed. No anomalies were found in the dilatator and anchor. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l58881, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on given the information provided we cannot discern a definitive root cause for the reported failure. The possible root cause can be related to s procedural variables, such handling of the device or product interaction during procedure; it could be possible that it¿s caused damage. As per IFU; load the desired sutures through the threader tab. The suture tails should extend approximately one inch (1") through the threader tab kite opening. Pull the threader tab to load the sutures through the device. Improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the chia wire on the 4.9mm healx adv sp biocomposite anchor device would not attach to the anchor. During in-house engineering evaluation, it was determined that the threader assembly was deformed on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.